Event description:
Caller reported that a malfunction occurred on the pump, and the malfunction code was identified as malf 1. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.